Event description:
The facility reported a pump that turns off by itself. The problem occurred during biomed testing. There was no pt injury or medical intervention necessary. No add'l info is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any add'l details become available. This report represents all info known by the reporter at this time.